Event description:
It was reported that the arctic sun device was very loud and did not work properly. Per wo review on (B)(6) 2022, patient got switched to another device. Per additional information received on (B)(6) 2022, there was no other issue, than the noise. Therapy was finished with a second device. Device would be sent to crs for further clarification. No injury of the patient. Per investigator notification received on (B)(6) 2023, it was reported that the chiller pump was defective.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty hot gas bypass valve. The device was evaluated and the reported issue was confirmed as it was noted that the hot gas bypass valve makes noise and is defective. No repairs were made as unit was scrapped. It was also noted that the chiller pump was defective. No repairs were made as unit was scrapped. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.